Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified anterior tibial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure the balloon was ruptured. The device was removed without any problem and it was noted a pinhole. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.